Event description:
Healthcare professional noted after injection to unspecified site with unspecified juvederm patient developed "reaction to the treatment". Patient was treated with hyaluronidase by another healthcare professional. It is not indicated if symptoms have resolved or are ongoing.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "reaction to the treatment" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.